Manufacturer narrative:
The observed discrepancy could be due to the sample being a weak positive for the sars-cov-2 and influenza a targets that are at/near the limit of detection (lod) of the assay or due to some contamination present in the original run. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. No further data or information was provided by the customer as they believed they had ensured proper performance of the analyzer.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a, and a negative result for influenza b. The same sample was retested on two different cobas liat systems which yielded a negative result for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.